Event description:
It was further reported that the atrial lead apparently fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2011; 4195, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.